Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with infection symptoms isolated to the scrotum and perineum. Redness and swelling being most prominent. It was also reported urethral erosion. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100419685, model/catalog description: balloon fgs 61-70 cm, d4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100424137, model/catalog description: control pump fgs iz, d4 unique identifier (UDI): (B)(4).

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100419685. Model/catalog description: balloon fgs 61-70 cm. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100424137. Model/catalog description: control pump fgs iz. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the events of erosion, infection, swelling and therapeutic response altered were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with infection symptoms isolated to the scrotum and perineum. Redness and swelling being most prominent. Urethral erosion associated with the cuff was visually identified during cystoscopic evaluation. The aus was explanted and replaced. There were no additional patient complications reported.